Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause includes application technique; good wound contact is essential. Daily dressing changes are recommended. No lot/serial number has been provided, therefore a review of the device history is not possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. B5: updated description. H6: updated codes.

Event description:
It was reported that one patient treated with renasys indicated that there was some maceration in the wound. It was unknown if/how the problem was solved. This information was reported via a retrospective post market clinical follow up activity (pmcf) on the use of renasys system to treat skin graft (wound bed preparation). This was carried out by an external vendor, appointed by s+n, who gathered anonymised data from hcps via an online form. As this data collection activity has been done retrospectively, we do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Event description:
It was reported that one patient treated with renasys indicated that there was some maceration in the wound. It was unknown if/how the problem was solved. This information was reported via a retrospective post market clinical follow up activity (pmcf) on the use of renasys system to treat skin graft (wound bed preparation). This was carried out by an external vendor, appointed by s+n, who gathered anonymised data from hcps via an online form. As this data collection activity has been done retrospectively, we do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information. Patient in the study were recruited at two sites, (B)(6). It is unknown what is the country¿s site of the patient that experienced the adverse event reported. For this reason, this report is being also shared with (B)(6).